Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have bipolar pins pulled out of the back end and not in their normal position. Electrical continuity was performed and passed. Additional observations not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.071 - 0.114 in length and were not aligned with the tube axis.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy procedure, the 8mm maryland bipolar forceps instrument prongs were loose. The device was not used on the patient, mitigating any patient injury.